Manufacturer narrative:
The complaint is unconfirmed for straight shots. However, the device was found to produce malformed constructs which may be due to tip wear.

Event description:
Device was reported to be firing straight shots.